Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will c submitted.

Event description:
It was reported that a cartridge alarm occurred. No additional patient or event information was available. Customer¿s blood glucose was 100 mg/dl.

Manufacturer narrative:
On 22 september 2022, the distributor reported the additional information: the pump history was checked, and it was determined a cartridge alarm occurred with multiple cartridges on 22 august 2022. The customer reverted to alternate insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.